Event description:
A nurse was walking by the room and found the device alarming. The device powered off and then back on and posted a mixer inop message; however, then performed continous warm starts. The pt was transferred to another device. No pt injury.

Manufacturer narrative:
A service representative for an authorized service organization performance tested the device. A review of the device log indicated at the time of the reported occurrence, the device posted several error code entries. Functional testing found the condition was not reproducible. The service representative replaced some in-line pipeline filters for air and oxygen due to the air side had discoloration or a yellowing in the filter. The service representative had performed a prevenative maintenance of the device and the device passed. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. It is likely that the ventilator software detected an internal failue. The user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The ventilator may attempt to correct the condition by performing a warm start (to re-boot). An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on for five to ten seconds. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary.